Manufacturer narrative:
The returned plate was examined visually. Two small marks can be seen in the slot indicating a non-locking screw was seated and tightened to the plate. Additional mdrs associated with this event: 3025141-2017-00188: screw.

Event description:
When the doctor was implanting an acu-loc 2 vdr plate, the insertion of a screw into the plate slot caused the radius shaft to split. The plate was replaced with a longer plate.